Manufacturer narrative:
The received device had the cannula assembly fully deployed and the formed needle completely retracted. The needle mechanism, bottom housing, and adhesive pad were inspected, and no damages or defects were found that would contribute to a dislodging of the cannula. Cause of dislodging could not be determined. The device was received with the adhesive pad attached to the bottom housing. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found. The cause of the reported adhesive pad failure could not be determined. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. No other damages or defects were found that would contribute to a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 370 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being dislodged, while wearing it on the arm. For treatment, the patient changed out the pod and gave correction bolus. The pod was leaking.